Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified. The product upon which this medwatch is based has been received, however, the product evaluation is not yet complete. Any further information derived from the evaluation will be submitted in a supplemental 3500a form. Additional information was requested, and the following was obtained: when was the suture broke (in the package, during removal from package, during handling prior to use on patient or during use on the patient)? Please specify please provide the source or name of person providing answers to follow-up questions: I do not have this information, it was not provided to me.

Event description:
It was reported that a patient underwent a breast implant procedure on (B)(6) 2026 and suture was used. During the breast implant exchange, the needle broke down off of the polymer. They were able to recover the broken needle. There were no adverse patient consequences reported. Additional information was requested.